Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump multiple pump error alarms. Customer was able to clear the alarm and was able to rewind the pump. Customer performed self test and did not pass the test. No harm requiring medical intervention was reported. Troubleshooting was performed. The device will not be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned device for an alleged multiple pump error alarms, and failure of self test found on july 05, 2022. The device passed the displacement test. Successfully downloaded history files and traces using thus. Hardware low level failures (variable 3) alarmed during self test on september 29, 2022 at 10:09:55.000. Hardware low level failures (variable 3) was present in the history download on event date of 05-jul-2022 at 20:12:11.000. Tested with a test p-cap and the test p-cap locked in place properly. No software error detected alarms during testing. Software error detected was present in the history download on event date of july 05, 2022 at 19:51:32.000. Esf# b)(4), file number=2005, line number=5632. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The following were noted during visual inspection: battery tube threads - cracked, missing display window/cover, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, label damage (faded end cap), serial number label missing. Hardware low level failures was confirmed due to broken trace at u1 pin 6 on keypad assembly. Software error detected was confirmed due to software anomaly. Self test failed confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged pump error 63, pump error 53, and failure of self test found on (B)(6) 2022. The pump passed the displacement test. Successfully downloaded history files and traces using thus. Pump error 63 (variable 3) alarmed during self test on (B)(6) 2022 at 10:09:55.000. Pump error 63 (variable 3) was present in the history download on event date of 05-jul-2022 at 20:12:11.000. Tested with a test p-cap and the test p-cap locked in place properly. No pump error 53 alarms during testing. Pump error 53 was present in the history download on event date of 05-jul-2022 at 19:51:32.000. Esf#: (B)(4), file number: (B)(4), line number: 5632. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The following were noted during visual inspection: battery tube threads - cracked, missing display window/cover, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, label damage (faded end cap), serial number label missing. Pump error 63 was confirmed due to broken trace at u1 pin 6 on keypad assembly. Pump error 53 was confirmed due to software anomaly. Self test failed confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objecacts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The insulin pump alarmed with software error detected and hardware low level failures. The device will be returned for analysis.